Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for customer's performa system, medwatch with identifier (B)(4) is for daughter's performa system.

Event description:
Customer's daughter reported blood glucose results of 8.0 mmol/l on customer's performa system and 8.0 mmol/l on daughter's performa system at a time when the customer presented symptoms of hypoglycemia. Daughter treated customer with a glass of lucozade. Patient was incoherent, eyes closed. Daughter called ambulance. Their system result 10 minutes later was 2.0 mmol/l. They gave her a glucose injection, waited for about 20 minutes, then took her to hospital. She stayed in hospital for the night and came home mid-morning next day. A request was made for the return of the meters and strips, replacement sent.